Event description:
A surgeon reported that two weeks following intraocular lens (iol) implant surgery, the pt reported that her vision was like looking through a smear. In a f/u the surgeon indicated that he performed a yag laser procedure but there was no change in the pt's vision. The pt saw a refractive corneal specialist and a retinal specialist and both had normal findings after the examinations. The pt had trace dryness and is being treated with medications. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Additional info has been requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).